Manufacturer narrative:
No service on the ventilator has been requested by the user facility. The received screen shot confirmed the reported problem. No ventilator logs have been provided and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #:3 35052.

Event description:
It was reported that the system volume was too large and abnormal sound appeared. There was no patient harm. Manufacturer's ref #: (B)(4).